Manufacturer narrative:
The initial reporter zip provided is (B)(6). The initial reporter facility name provided is (B)(6). The reported issue was confirmed. The root cause identified is a failed circulation pump. The device was evaluated upon receipt. Device with low to no flow. Failed mixing pump. Device will be scrapped. The manufacturing of the arctic sun 2000 was ceased in 2011 and the servicing of the devices ceased in 2016, to make way for the new arctic sun 5000 devices, which are the next generation of the arctic sun. Due to this, the risk documentation related to the arctic sun 2000 (pol0003-00 rev 13) has been obsoleted and will no longer be updated. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is no longer sold. The UDI number for this product is not available. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a warning 1 low fluid pressure in services in an arctic sun device. Checked connections. Warning 2, envious water flow to pads. Checked outputs, connections and pads. Per review of wo on 07feb2025, there was no patient involvement. Per follow up information received via mail on 07feb2025, device would be repaired in the hospital by medtech. Per sample evaluation results received via task on 01jul2025, it was reported that there was a failed mixing pump.